Event description:
A reactive advia centaur hbc igm result and a reactive hbc total result obtained for a patient sample. A new draw from the patient was tested and the results were hbc igm non-reactive and hbc total reactive. The original patient sample was then retested and the result was non-reactive for hbc igm. Both patient samples were sent to a reference laboratory for hbc igm testing (method unknown). The results were non-reactive for hbc igm. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc igm results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbc igm result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.